Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead exhibited high pacing thresholds since implant likely due to an unstable lead fixation. Automatic capture had been programmed on. During device evaluation it was noted that there were ventricular spikes without capture and no back up pulse detected on surface electrocardiogram. The pacemaker was interrogated and the thresholds were 3.5 volts. Manual threshold testing was performed and thresholds were found to be 2.6 volts. The auto threshold measurement was greater than 3 volts and the test failed. Repeat testing was performed with patient stretching their arms over their head and deep breathes resulting in all thresholds above 3 volts. The patient is pacemaker dependent and will undergo a revision procedure in the near future. The patient did have exit block with no visable back-up pulse. The ventricular output was programmed to a set outputs of 5 volts. No further complications were reported. Additional information was later received on november 11, 2015 that this patient experienced syncope with convulsions due to asystole durations between 5-20 seconds. The patient underwent a revision procedure and this product was surgically capped and abandoned. No further complications were reported.